Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that when attending for another breakdown the engineer found that the cardiosave intra aortic balloon pump( iabp) top display had vertical lines. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e4, h4 - the correct manufacture date is 2015-03-13.

Manufacturer narrative:
Due to character restrictions in block e1. The full event site telephone number is (B)(6). Updated fields: b4; d6a; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: e1 event site telephone; g1 contact person mfg site. The getinge field service engineer (fse) that discovered the issue replaced the display to resolve the issue. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that when attending for another breakdown the field service engineer found, the cardiosave intra-aortic balloon pump (iabp) top display had 3 vertical lines. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected field: d5; d6a; e1 initial reporter and event site email; g2.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The getinge field service engineer (fse) that discovered the issue replaced the display to resolve the issue. The unit required a new compressor which is now fitted and the unit fully tested as per the ppm sheet. No other fault relating to the compressor was found. The scroll compressor was replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Handed back to customer in good working order. Additional complaint created for the compressor.